Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently left blank.

Event description:
Patient underwent generator replacement surgery. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
(B)(4). (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
Patient reported having pain/discomfort around the generator site. The patient reports the pain is not all the time but believes the device is rotating and sticks up under her skin. The nurse practitioner was able to slightly manipulate the position of the patient's vns generator without causing pain and the patient was referred for replacement surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.